Event description:
Reference MFR. Report number: 1627487-2019-05775; 1627487-2019-05777.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-05775; 1627487-2019-05777. It was reported that stimulation on the leads was reducing on its own. X-rays indicated the lead going into extensions have pulled out. As a result, the patient's lead and extension were explanted and replaced. Surgical intervention resolved the patient's issue.